Manufacturer narrative:
Concomitant device: 8253200: patient interface 8253200 response 3.0, s/n (B)(4). Product evaluation: * 8253001: service and repair examined the unit and could not duplicate customer¿s issue; the device functioned properly. However, replaced audio board due to cracked muting detector jack and upgraded software to current version. Placed the unit into burn-in for 24 hours; the item was tested and passed all manufacturing specifications. * 8253200: service and repair examined the unit and could not duplicate customer¿s issue; the device functioned properly. Replaced broken cable clip and label fuse pat. The item was tested and passed all manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device "alarms when not on a nerve." Additional information received states that the system gives "the usual tissue signal, no nerve signal. Never picked up nerve even when visible." There was no patient impact.